Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was to be used to treat bile duct obstruction secondary to biliary stones during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During preparation and outside the patient, it was found that the push catheter was fractured. The procedure was completed with another of the same device. There was no patient complication reported as a result of this event. The patient condition following the procedure was reported to be stable. Note: this complaint has been deemed MDR reportable based on the investigation result which revealed the catheter guide was broken.

Manufacturer narrative:
Block h6: mdrf device code a0401 captures the reportable investigation result of catheter guide break. Block h11: a flexima biliary preloaded stent was received for analysis. Visual inspection found the guide catheter and the suture were detached, and the push catheter suture hole was torn. No other damages were noted to the device. Product analysis could not confirm the reported event of push catheter break. However, the investigation found the catheter guide was detached. The investigation concluded that the observed damage was most likely due to the manner how the device was manipulated prior to the procedure. According to the solo pack inspection step#2, any cosmetic defects should have been detected and scrapped before sealing the device into the package. Therefore, a review and analysis of all available information indicate the most probable cause of the event is adverse event related to procedure.